Manufacturer narrative:
After about 10 minutes of run time the sample shorted out internally because the cracked housing was allowing water to touch and short out the wiring. No further testing was done. The cracks on the unit appear to be caused by the unit being dropped. The instructions for proper use state that you should never operate the appliance with a damaged cord, or if appliance has been dropped or damaged.

Event description:
A consumer called to report that she received 1st degree burns to her face, neck, and chest while using the personal steam inhaler. Medical intervention was sought for her injuries. The instructions for proper use have a clear warning to never hold the unit while in operation. The instructions also state that the product should only be used on a flat level surface to avoid spilling water.